Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Hypotony is listed in the device labeling as a known inherent risk of cataract/glaucoma stent surgery. (B)(4). Submitted to FDA on: 01/18/2016.

Event description:
At the one day postoperative visit, the patient's intraocular pressure (iop) was 4 mmhg. The istent has not been able to be visualized due to difficulty obtaining visualization with gonioprism. Intraoperatively, the surgeon reports that heme obstructed visualization and 3 attempts were required to implant the stent. If the iop does not increase by the (B)(6) 2015 visit, the doctor plans to add cycloplege. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no nonconformances thought to be associated with the reported event. (B)(4). Stent malpositioning and cyclodialysis cleft are listed in the device labeling as known inherent risks of glaucoma stent surgery. Submitted to FDA on: 03/02/2016.

Event description:
The surgeon provided the following additional information. The patient's preoperative bcva in the operative (left) eye was 20/60 and preop iop was 18 mmhg. Intraoperatively it took multiple attempts to implant the stent and heme was blocking the view at times. Postoperative iop measurements were as follows: (B)(6) 2015: 4 mmhg. (B)(6) 2015: 4 mmhg. (B)(6) 2016: 7 mmhg. (B)(6) 2016 8 mmhg. Event did not require medical or surgical intervention. Gonioscopy shows stent is well positioned or possibly malpositioned in the ciliary body, patient has a very lightly pigmented trabecular meshwork. Also appears to have small cyclodialysis cleft near istent. Stent position is being monitored. The patient's most recent bcva is 20/25 and iop is 8 mmhg. Eye is stable with good prognosis.